Event description:
It was reported that the patient was undergoing surgical intervention to have a stent placed due to congestive heart failure. The patient passed away on (B)(6) 2019 as a result of cardiac issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14210. Related manufacturer reference number: 1627487-2019-14211. It was reported that the patient experienced an pulmonary embolism post system implant on (B)(6) 2019. Next course of action is undetermined at this time.